Event description:
It was reported that the implantable pulse generator (ipg) system was explanted and replaced due to an infection. The leads had vegetation noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.